Manufacturer narrative:
H6. Component codes was updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the supplemental report.

Manufacturer narrative:
Clinical assessment: a 56-year-old male with a history of hyperlipidemia, hypertension, type 2 diabetes mellitus, tobacco use disorder, and atrial fibrillation status post ablation presented with worsening dyspnea on exertion. He was found to have a non-st-segment elevation myocardial infarction with a left ventricular ejection fraction of 10 percent and triple-vessel coronary artery disease with severe right ventricular dysfunction. He was transferred to other hospital for impella 5.5 insertion with planned high-risk coronary intervention to follow. A complaint was filed on the patient experiencing multiple episodes of polymorphic ventricular tachycardia. During the initial episode, device positioning was assessed, and the impella device support level was reduced from performance level six due to concern for possible suction events. Ventricular tachycardia recurred following this adjustment. Point-of-care echocardiography was performed, and the impella device was repositioned approximately for one centimeter. The patient was initiated on amiodarone therapy. No further episodes of ventricular tachycardia were observed. Hemodynamic filling pressures were subsequently increased to performance level four. Electrolytes were monitored and repleted as clinically indicated. Patient was successfully weaned requiring milrinone for hypotension and survived. Engineering assessment: during impella 5.5 support, the patient experienced ventricular tachycardia. The pump was thought to be positioned deep in the left ventricle, and was pulled back 1 cm. Amiodarone was also administered, and there was no recurrence of tachycardia. The pump supported the patient successfully for 10 more days until the patient was weaned from support. As a result of the information provided, the h6 medical device problem code for "malposition of device (a150202)" has been added as well as the h6 health effect - impact code of "device repositioning (f1904)".

Manufacturer narrative:
Ppae: (hypotension): the cause of the injury was not determined due to insufficient clinical details. (Tachycardia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient developed ventricular tachycardia, with the relationship to the pump described as ¿possible.¿ the patient experienced multiple episodes of polymorphic vt. During the initial episode, the impella was suspected to be positioned too deep while operating at p6, so support was reduced due to possible suction events. Despite this, vt recurred. A point-of-care ultrasound (pocus) echocardiogram was performed, and the impella required repositioning approximately 1 cm. The patient was also started on amiodarone, after which no further vt episodes occurred. Filling pressures improved, and impella support was increased back to p4. Electrolytes were repleted as needed. The patient survived the procedure and was reported to be stable. Additional information indicated that the patient remained status post mitral valve percutaneous coronary intervention (mv pci), with no acute events overnight. Impella support was weaned to p2, and milrinone was initiated due to hypotension.